Event description:
It was reported that the patient with artificial urinary sphincter (aus) had recurring incontinence. The device was explanted and replaced; a smaller cuff was implanted due to atrophy around the urethra. There were no further patient complications reported.